Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.4, lab: 2.9; date: (B)(6) 2010, inratio: 4.3, lab: ng. Pt had a slight accident and went to the hospital where she had her lab drawn. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.